Event description:
The report received from the e-select study indicated that approximately four (4) months after the index procedure, the pt had stable angina for one month. A planned new percutaneous coronary intervention (pci) was scheduled and revealed an in stent restenosis (isr) in the previously implanted cypher select stents. The stents were implanted in a bifurcation lesion of the circumflex and proximal left anterior descending (lad) coronary arteries. A 50% restenotic lesion was found in the cypher select 3.0 x 23 mm stent implanted in the lad and an 80% restenotic lesion in the cypher select 2.5 x 33 mm stent in the circumflex. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) only using the kissing balloon technique. The relationship to the study device(s)/index procedure was reported to be highly probable. The outcome was reported to be resolved without sequale.

Manufacturer narrative:
The indication for the elective index procedure was stable angina. The pt was reported to have triple vessel disease with an ejection fraction of >50%. The lesions treated were the proximal lad and the proximal circumflex. The lesions were reported to be: a bifurcation lesion requiring double guidewire technique, de novo, not ostial/totally occluded, eccentric, little or no calcium, not angulated, and absent of thrombus. The lesions were pre-dilated with a 2.5 x 15 mm balloon at 6 atm using the kissing balloon technique. A cypher select 3.0 x 23 mm stent was implanted in the lad and a cypher select 2.5 x 33 mm stent was implanted in the circumflex by t-stenting technique. The stents were post-dilated with a 3.0 x 15 mm balloon at 6 atm using the kissing balloon technique. Approximately six (6) weeks after the index procedure during the follow-up period, the pt was reported to be asymptomatic. The report was done by phone contact. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00289 and # 9616099-2007-00290.